Manufacturer narrative:
(B)(4).

Event description:
It was reported that high pacing lead impedance was observed via remote transmission. It was noted that noise was seen with pocket manipulation. The lead was repositioned with good values. Patient condition was stable.